Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with iab restriction alarm that just went off for the first time. User stated the catheter was inserted today in the left groin. User was able to hit start and the therapy resumed without any issue. The patient is flat, and in reverse trendelenberg. The esp personel recommended she hyperextend the left groin site, to prevent any further restriction. No harm or injury reported.